Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinic manager reported that the valved trocar cannulas were leaking during a pars plana vitrectomy procedure of the right eye. The customer used plugs to resolve the issue and the procedure was completed with no consequences or impact to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record (DHR) review was conducted. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that this is the second complaint received against the trocar component lots for the reported event. Three opened 25+ gauge trocar hub/cannula assemblies were received evaluation. The returned samples were visually inspected. Sample 1 was found conforming, sample 2 was found to be nonconforming with a hole in the septum and sample 3 was found to be nonconforming with a cut in the septum. Sample 1 was then leak tested per facility procedure and was found to be conforming. The returned samples included a non-conforming (open) and a damaged valve. This complaint evaluation was not able to determine the root cause of the identified valve conditions. Possible root causes for the nonconforming conditions include valve manufacturing controls, valve handling during assembly and valve handling in use. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).